Event description:
It was initially reported that the serial cord adaptor for the hand held computer would not make a good connection unless the cord was held in place. The hospital requested a new programming system and was received by the site. Product has been received by manufacturer for analysis, but the analysis has not been performed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.